Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted in the patient for the endovascular treatment of an thoracic aortic ulcer. It was reported that during the index procedure, after opening the box, it was found that the external slider had fallen off and the device was unable to be used. A  stent of the same model was replaced, and the operation went smoothly without discomfort for the patient. A per the physician, the cause of the event cannot be determined.  No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was noted that no damage was observed to the device packaging prior to opening the device. A2:updated b7:updated device evaluation summary: the device returned with the external slider and tip capture release handle in the home position. The external slider was securely attached to the delivery system. No damage was present to the external slider. No resistance was observed moving the slider along the screw gear. Damage was evident at multiple locations on the tip capture release handle. There was no evidence to indicate the external slider components, or the tip capture release handle components had detached. The reported ¿detached in vitro¿ was unconfirmed through analysis. The images returned show the complaint device at the account. A syringe with saline/contrast is connected to the guide wire lumen port. The external slider in in the home position. The tip capture release handle is not connected to the device. One side of the tip capture release handle can be seen on a table. The images returned confirm the reported ¿detached in vitro¿ of the tip capture release handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : it was reported that when the outer package of the stent was opened, half of the deployment component fell on the ground and half fell on the operating table. The physician tried to reassemble the handle after the procedure was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.